Event description:
The patient is receiving abraxane and gemcitabine for treatment of pancreatic cancer. The bbraun pumps do not allow the full volume of abraxane to be infused, even if the primary tubing is clamped, so the length of secondary tubing still has drug in it. This is particularly concerning with small volume drugs - in this instance, the total volume was 27.36ml. If 5ml remain in the tubing, that is nearly 20% of the patient's total dose that is not being infused. The patient is not getting their full dose of chemotherapy. When this issue was brought up, the b braun clinical support team suggested that a vent be used to allow drug to be infused. However, this is concerning and not acceptable, especially in patients who are immunosuppressed, as it will expose the sterile product to ambient air and increase risk of infection.